Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 30 mg/dl with confusion, severe dizziness, unsteadiness when standing or walking, and difficulty speaking, associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and received treatment from a non-healthcare provider of glucose tablets/glucose gel, and food and/or drink. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program, and a basal rate adjustment had been made by the patient's health care provider. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a basal rate adjustment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/05/2017 with the following findings: the pump¿s black box history showed that basal program 1 was being used. The pump¿s black box history for (B)(6) 2017 was not available. The pump history showed 0.00 units at 09:44 on (B)(6) 2017 and a prime recorded at 09:47. At 10:02, a 0.00 unit/hour rate and a fill cannula was recorded at 10:05. On (B)(6) 2017, the history showed a 0.00 unit/hour basal rate was programed from 08:38 to 08:41. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. There were no hypertensive or stuck keys observed on the pump¿s keypad. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The total daily doses added up correctly and reflected the user¿s programmed basal rates. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).